Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of seroma, wound dehiscence, and delayed healing are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "possible rupture", "seroma", "skin was keloid", "area where the surgery was performed was weak, swollen, red, and did not heal well".

Event description:
Patient reported a left side "textured", "liquid", ¿possible rupture¿, ¿doesn't know if the seroma or not¿, ¿skin was keloid, so I had a tear incision¿, and ¿the area where the surgery was performed was weak, swollen, red, and did not heal well, so I treated the scar for about a year.¿ device remains implanted.